Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product and photo's were returned to j&j medtech orthopaedics for evaluation. Visual inspection of the device revealed that the velys saw interface left's body surface had patterns of a pink foreign matter, and the electrical port was found deformed. Review of the photographic evidence found no signs of damage that could have contributed to the reported allegation. Even though there is no certainty of the origin of the foreign matter observed, this condition can be traced to improper cleaning or maintenance. During visual inspection of the device the deformations observed are consistent with not using the cleaning cap to protect the saw interface port during cleaning and transportation. A dimensional inspection was not performed since it was not applicable to the complaint condition. Functional test was performed using a saw wing fixture as a j&j medtech orthopaedics sample. Functional test revealed undesired movement and play between the sasi clamp and sasi itself, but not between the saw-sasi clamp mechanism and the saw. The observed undesirable mechanical play between the saw clamp and the sasi body is a known product issue addressed through the j&j medtech orthopedic quality management system. The overall complaint was confirmed as the observed condition of the velys saw interface left have contributed to the complained device issue. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from australia that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface device clamp was loose and allowed excessive movement of the saw. It was not reported if there were any delays in the procedure, or if a spare device was available for use. It was reported that there were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.